Event description:
(B)(4), 14mm liner, cutting slot on the femur seems to be wider on the "underneath side".

Manufacturer narrative:
Method: visual examination, materials and design parameters. Results: visual examination indicates the guide was slightly warped. Materials and design parameters were within specification. Conclusion: internal stress alteration following sterilization. No obvious inclusions or internal structure deformities.